Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Reportedly, the cable, adapter, and outlet were able to charge the user's phone. The user's blood glucose level was 190 mg/dl. Reportedly, the customer would continue to use the pump until replacement pump is received.